Event description:
Medtronic (covidien) received information regarding a flow diversion treatment of two unruptured saccular bilobed internal carotid artery (ica) aneurysms measuring 7mm by 5mm and 2mm by 2mm. During the procedure, the physician reported that two pipeline devices did not open proximally and a marksman catheter stretched. The first device pipeline (4.00x30) distal end opened well, but further deployment of the pipeline around a curvature did not open. Many attempts were made to open, but were unsuccessful. The pipeline was removed by trapping the pipeline braid between the capture coil and the catheter. When the pipeline was physically checked outside, the pipeline did not open even after complete exposure and continued to stay unopened. There was a twist which was noticed. No friction or difficulty during delivery was reported. The second device, pipeline (4.00x25) distal end opened well, but further deployment of the pipeline around a curve did not open. The physician rotated the pushwire twice to deploy the pipeline without success. The pipeline was removed by the same method as the first pipeline. This pipeline also did not open when inspected outside. It was reported that the marksman had stretched when the pipeline was removed. This was noticed after the first pipeline was removed. The physician used heparinized saline drip to continuously flush the microcatheter during pipeline device use. A second marksman was then used to deliver a pipeline (3.75x25) successfully. The physician chose this smaller size because there was no other size available in 4mm diameter. No patient injury was reported as a result of this procedure. This MDR is related to 2029214-2015-00463.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. (B)(4).

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter and pushwire were returned for evaluation without the pipeline. The pushwire was found outside catheter. The tip coil appeared to be damaged. No other anomalies were observed. Based on the above findings, the customer's report could not be confirmed. The cause for the experience reported could not be determined as the pushwire was returned without the pipeline. The tip coil was damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. This report is for the second device used in this event. The first device used in this event was reported in MDR# 2029214-2015-00463.